Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in colombia: "overinfusion." According to the customer: "termination of the patient's infusion before the established time, with an elastomeric pump for 46 hours and finished 8 hours before."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample or other information (picture, movie) were provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. We would like to take this opportunity to thank you for bringing this matter to our attention on our common goal to continually improve our product quality. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.